Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The fse was dispatched to the site and haze/mist/vapor could not be confirmed. The unit was working to specifications. The assignable cause of the haze/mist/vapor issue could not be determined as the fse could not find a problem with the unit. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "steam" (haze) emitting from the top of the sterrad 100s sterilizer. One healthcare worker (hcw) reported stinging in his/her eyes and cancelled the cycle. The hcw did not seek or receive any medical attention/treatment for the eye irritation. Advanced sterilization products (asp) has made multiple attempts to request additional information, but has received nothing further to date. Asp will continue to follow up for additional information. This event is being reported as a malfunction report subsequent to a serious injury.